Manufacturer narrative:
Additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis in a good condition. During analysis, the customer's problem was duplicated, error alarm code 46510 came up upon powering up. Service will replace main board to correct the reported issue. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump exhibited device alarm and red screen number no patient injury reported.